Event description:
Patient was undergoing a cath lab procedure. The team was utilizing boston scientific - encore advantage kit - inflation device and the device would not inflate during a critical moment in the procedure.